Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider (hcp), and clinical study) regarding a patient who was receiving bupivacaine (20 mg/ml at 10.639 mg/day) and (2000 mcg/ml at 1063.9 mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) stated patient had the first refill on (B)(6) 2022 and the erv (expected reservoir volume) was 2.5ml and the arv (actual reservoir volume) was 13ml. The hcp stated the patient then was scheduled for another refill today ((B)(6) 2022) and the pump was showing an erv 0ml and the arv was 13.5ml. It was noted the patient reported increased pain. It was noted the patient had the pump replaced on (B)(6) 2021, and at that time the catheter was freely flowing. The hcp stated the catheter access port (cap) was not aspirated after connecting the catheter to the new pump. Logs showed no alarms/ motor stalls. The hcp also asked about ptm use during empty reservoir. A dye study was performed on (B)(6) 2022 and was abnormal. It was noted the catheter dye study revealed a catheter occlusion. It was noted a revision was required. It was noted they will decrease dosage in preparation for surgery. The device was reprogrammed where the fentanyl was decreased to 500 mcg/day and boluses to 6 boluses/day. The outcome was noted as ongoing. The device diagnosis was catheter occlusion and clinical diagnosis was pump fill discrepancy. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-aug-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated they missed their refill on (B)(6) 2022 and the pump should have been empty when they came for their refill on (B)(6) 2022 but they pulled out 14 cc. Patient said they could intermittently feel their boluses, however they weren¿t as affective for their relief and they thought their back pain was getting worse until this ¿large discrepancy.¿ that is when the healthcare provider (hcp) ordered a dye study which was done on (B)(6) 2022 and they could not aspirate. The hcp scheduled a catheter revision today and opened up the spinal segment and discovered a kink near the collet site. The hcp cut out the collet and still had plenty of catheter to work with so he didn¿t want to add any more catheter. He observed that the spinal segment was free flowing with cerebra spinal fluid (csf) dripping out so he knew it was patent. Additionally, they bolused from the pump while the catheter was intentionally cut and observed drug dripping from the pump segment, confirming that the catheter was fully patent now that the kink was cut out. They opened up an 8784 and only used the collet and didn¿t add any catheter. They primed the spinal segment only and troubleshooting resolved the issue. He also confirmed the catheter tip was still at t5.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the catheter was returned and no significant anomalies were identified. Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2016. Product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2016 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2022.